Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) connector is missing a pin. Unit is operable .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) connector is missing a pin. Unit is operable. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that blood pressure cable transducer was missing pin. Fse resolved issue by installing a (d012-00-1815) cable assembly, blood pressure transducer. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.